Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 6 events for the failure: detachment of device or device component. 1 event had no health consequences or impact. 3 events had problem identified during non-clinical procedure; there was no patient involvement. 2 events had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 1 device was evaluated using data provided by the user or third party. 3 devices were received. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 3 devices: wear problem / bearings. 1 device: fracture problem / ball, housing. 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: product not received. 3 devices: scrapped by stryker. 2 devices: product disposition is not yet determined. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.